Manufacturer narrative:
Exemption number: e2015015. The premarket ID is k163194.

Event description:
(B)(4) - the dentist reported that 1 month after dental implant was installed in intraoral region 6#, its non-osseointegration was observed. In addition, fenestration occurred during surgery, bone graft was executed, immediate load was performed and trauma over the implant has happened.